Manufacturer narrative:
Device sent to external laboratory.

Event description:
Mobi-c p&f us revision due to subsidence secondary to nicotine.

Manufacturer narrative:
Product was not received by the manufacturer. It was sent to an external laboratory. Update received on (B)(6) 2017 : for the lot number identification. As reported " a retrieval kit was requested for a mobi-c p&f us revision that was planned on (B)(6) 2017. For the sales rep., reason of revision is due to subsidence secondary to nicotine. No x-rays available. No impact on the patient state of health was reported. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The review of the case found that the event root cause is not related to the device.

Event description:
Mobi-c p&f us: revision due to subsidence secondary to nicotine.